Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation observed the "constant improper shutdown" at power up. Evaluation found that the pump would not recognize a closed door therefore not allowing the unit to power off using the on/off key. Pulling the power source is the only way to turn the pump off. However, when the unit is powered on again an improper shutdown message will occur. Evaluation found the reported symptom to be caused by a failed upper latch switch. The upper auxiliary assembly (including the latch switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant improper shutdown message. It was also reported that there was no patient involvement.